Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead. A test-shock with 1.1 joule was delivered but the impedance remained greater than 125 ohms. The device was explanted and will be returned for analysis. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.